Event description:
Additional information: it was reported that the patient received a heart transplant on (B)(6) 2018. The pump will not be returned.

Event description:
It was reported that the patient experienced heavy weight gain post-implant and pump stoppages occurred while the patient was getting into and out of bed. Continuity testing was performed during the onsite evaluation of the driveline by the manufacturer's technical services representatives and no broken wires were identified. Attempts made to replicate the reported issues with driveline manipulation and patient movements were unsuccessful. The decision was made to proactively replace the external portion of the driveline to diagnose the issue; however, the center decided to forgo replacement of the external portion of the driveline as no indication of wire damage was found during the replacement procedure. The patient was provided with an ungrounded patient cable for use with the power module as an extra precaution and remained ongoing on vad support until the patient received a heart transplant. No further information was provided.

Manufacturer narrative:
The report of pump stoppages and alarms was confirmed through a review of the submitted photographs. Based on past experience with the heartmate ii lvas and similar reported events, these low flow events and pump stoppages could be indicative of driveline damage; however, a direct correlation between the device and these findings could not conclusively be established through this evaluation. The center submitted 1 photo of the system monitor from the time of the reported event and 4 photos of the driveline. Evaluation of the system monitor photo revealed pump off and low flow alarms on 23nov2017 that could be indicative of driveline damage; however, evaluation of the driveline photos revealed no areas of potential wire compromise. Evaluation of the submitted x-ray images was also inconclusive for any areas of potential wire compromise. No log files were submitted for review. The patient remained ongoing on lvad support with an ungrounded patient cable with no additional issues reported until the patient received a heart transplant on (B)(6) 2018. It was reported that the explanted device would not be returned for evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years and 6 months. A portion of the percutaneous lead (driveline) is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was at home and a pump stoppage alarm occurred for a few seconds while on battery support. The patient went to the hospital. The vad team saw the pump stoppage alarms on the history screen and performed an examination of the percutaneous lead (driveline). X-ray examination showed damage on the driveline a few centimeters after the system controller connection. On (B)(6) 2017, the manufacturer's technical services representatives went to the hospital to perform a percutaneous lead (driveline) replacement. The patient was asymptomatic. No further information was provided.